Event description:
Spoke with pt, she said that her ms3 pump (sn (B)(4)) is asking for a pass code and she does not know how to program the pump. She said that she keeps the batteries inside the pump even if she is not using it. Advise to place a new battery every week in the pump to continue to charge the internal battery. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dose or amount: 45 nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: pah.